Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 54mm diameter abdominal aortic aneurysm. The aortic neck was 25mm in diameter proximally and 27 mm distally with a length of 33mm. It was reported that approximately 1.5 month post index procedure, the patient noted pain in the left leg while riding a bicycle, and made an emergency visit to the hospital. It appeared there was thrombus found in the stent graft. A thrombectomy was performed followed by implant of a bare metal stent and this successfully resolved the event. The physician stated the cause of the event was anatomy related, however, it is unknown if the thrombus developed in the external iliac artery or somewhere else, but it was not attributed to the device. No additional clinical sequelae were reported, and the patient is fine.